Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: pelvic infix anterior; dr (B)(6), (B)(6) hospital (B)(6) 2018. Screwdrivers both burred at the tips whilst putting screws in on the right and left hand side of the pelvis. This happened on insertion and no effect to the patient. This did however add time to the procedure as the surgeon had to use a different approach to continue advancement of the screw. The sharp probe was used to create the pathway for screw insertion and bent due to tough bone. No adverse event to the patient. Patient outcome post surgery: surgery went well in the end.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.